Event description:
It was reported that patient underwent elbow arthroplasty in 2004. Subsequently, patient suffered pain and was revised in 2009 because the humeral component had loosened. The humeral component and condyle kit were removed and replaced.

Event description:
It was reported that patient underwent elbow arthroplasty in 2004. Subsequently, patient suffered pain and was revised in 2009, because the humeral component had loosened. The humeral component and condyle kit were removed and replaced.

Manufacturer narrative:
The event associated with medwatch 1825034-2009-00138 was reported as loosening of the humeral component. The humeral component and condyle kit were removed and replaced during the revision procedure. The event described relates to the humeral component loosening. The package inserts for both the humeral and condyle kit state "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excess activity. Limited background information was provided; however, the components were not returned so additional analysis could not be conducted. Therefore, the cause of the humeral component loosening could not be determined. This report filed october 7, 2009.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. No further information received.